Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A supplemental report will be filed if additional information is received. A separate report will be filed for the second valve.(B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was dislodged from the a nnulus resulting in severe paravalvular leak (pvl). A second transcatheter bioprosthetic valve was attempted to be implanted valve-in-valve, however, it dislodged from the annulus. Severe pvl was still noted. A third transcatheter bioprosthetic valve was successfully implanted. No further adverse patient effects were reported.